Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of axios stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to jejunum to treat a duodenal cancer during an endoscopic guided gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios stent would not open under fluoroscopy. The axios device was removed, and the distal flange appeared to be caught that prevented the distal flange to expand. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to jejunum. However, the axios stent and electrocautery enhanced delivery system instructions for use state that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be placed transgastric to jejunum.